Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the right atrial (ra) lead exhibited over-sensing. The ra lead was not used and another ra lead was implanted to successfully complete the procedure. No patient consequences were reported.